Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. This report describes the first device. Manufacturer report numbers 9611385-2015-00041 and 9611385-2015-00042, describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a dentist reported that two patients required root canal treatment. These patients had crowns made from 3m espe lava ultimate cad/cam restorative for ts150, which were secured with 3m espe scotchbond universal adhesive and 3m espe relyx ultimate adhesive resin cement. No patient-specific information regarding the dates of product placement or treatment were provided to 3m espe despite multiple attempts to obtain such information.